Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was 470 mg/dl. Customer stated that they have a back-up plan. Customer has not treated for the last bolus of 470 mg/dl. Customer feels sleepy and emotional. Customer has treated through the day. Customer has 3 threshold suspensions early in the morning before she woke up in her alarm history. Troubleshooting was performed and pump passed priming and high pressure tests. Pump was working as designed. Customer was advised to change the entire infusion set, reservoir, and insulin. Customer stated that the cannula was not occluded. Customer thinks that it could be from stress that she's been dealing with a pharmacy and insurance issue all week. No additional information provided.